Event description:
It was reported that a patient experienced hypotension, pericardial effusion and a perforation in the left atrial appendage. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive was selected for use. The left sided veins were ablated without issue, then, when moving to the right sided veins it was noticed that the patient blood pressure dropped. A trans-oesophageal echocardiography (toe) was performed and noticed a pericardial effusion. A drain was performed but the issue persisted, therefore, an open chest surgery was performed to solve the issue. A hole in the left atrial appendage (laa) was found and repaired. The patient had successfully recovered from the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced hypotension, pericardial effusion and a perforation in the left atrial appendage. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive was selected for use. The left sided veins were ablated without issue, then, when moving to the right sided veins it was noticed that the patient blood pressure dropped. A trans-oesophageal echocardiography (toe) was performed and noticed a pericardial effusion. A drain was performed but the issue persisted, therefore, an open chest surgery was performed to solve the issue. A hole in the left atrial appendage (laa) was found and repaired. The patient had successfully recovered from the event.

Manufacturer narrative:
Correction to patient code from e0511: perforation of vessels to e0604: cardiac perforation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.